Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced sustained hyperglycemia after changing the insulin cartridge, tubing, and contact detach infusion set, with cgm and meter readings indicating blood glucose above 300 mg/dl and as high as 476 mg/dl despite no observable leaks, kinks, or site failure and after performing a full supply change and system calibration. Symptoms included hyperglycemia. Outcomes included prolonged time above range and the need to use backup therapy via manual insulin injection. Investigation included technical support troubleshooting, supply replacement, user education, and verification of system status and infusion set integrity. Investigation of this case revealed that the cause of the hyperglycemia was not identified. It was concluded that the event involved hyperglycemia with an undetermined cause after standard troubleshooting and supply changes. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.